Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (6)(6), 2009. According to the complainant, during the procedure, the pump motor failed to switch on. The procedure was completed with another endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.

Event description:
The customer observed the cell-dyn 3700 cs analyzer's waste overflowing from the container, however, no "waste full" message was generated. There was no exposure or injury as a result of the overflowing waste. After the waste was cleaned up, the customer was advised to inspect the waste sensor at the bottom of the waste line. The customer noticed one of the wires was broken. The customer was advised to replace the waste sensor. After the sensor was replaced, the customer stated the analyzer was functioning as expected, the analyzer's background was within range, and the issue was resolved. There was no impact to patient management.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider via fax), it was learned that the device was implanted, but not explanted. As there is no evidence of any serious injury or death occurring, it has been determined that this event is no longer reportable to the FDA.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.